Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 80 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.